Event description:
Had an MRI without contrast of the cervical, lumbar and pelvic region today at (B)(6) hospital diagnostic services department. Noticed burning sensation during test which lasted 45 minutes. Exited the tube disoriented and with severe pain on left part of forehead, in addition to back of neck. Painful burns and flushing on body noticed by technicians on head, neck, and chest area. It has been over 7 hours and burns look like they have developed into a sunburn. Had an MRI of brain from two weeks ago at another facility on (B)(6) campus and did not have this issue. Have had past mris of neck and spine without issues. No implants or other metal present.